Manufacturer narrative:
Upon receipt, the interrogation of the implantable cardioverter defibrillator (ICD) revealed the battery status eri. The device was implanted for 100 months and 37 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. This inconsistency led to the automatic detection of the battery status eri and a notification via home monitoring to ensure the patients safety. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no anomalies. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an internal short circuit within the battery was identified, which led to the elevated internal self-depletion. In conclusion, the device was implanted for 100 months. The analysis revealed an elevated internal self-depletion within the battery. Based on the analysis all therapy functions of the device were entirely available while implanted and in service.

Event description:
Home monitoring reported eri on this device in (B)(6) 2018. The device showed 6% battery remaining when the patient was brought in for a change out. The device was replaced and returned for analysis. Based on the device analysis, this is reportable.